Manufacturer narrative:
Submit date: 09/14/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. Upon triage on (B)(6) 2016, it was discovered that there was internal fire damage in the unit.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of internal fire damage. The unit was triaged and the reported issue was confirmed. The potential root cause is the use of an unauthorized power adapter by the user. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.